Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm function of the pump was tested on the diagnostic test system and meets the specifications. The bluetooth of the pump was tested on the diagnostic test system and meets the specifications.

Event description:
On (B)(6) 2013, it was reported that the patient has experienced elevated blood glucose levels since the middle of december. Her diabetic specialist checked the basal rates programmed in the infusion device. The patient's mother checked the history in the infusion device and stated that there are many boluses missing from the history that do show in the history of the blood glucose monitor. The patient's parents do not think the infusion device delivers boluses correctly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.